Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. No patient serious injury or adverse event were reported.